Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed there was blood on the distal conductor. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
During the implant procedure the physician had difficulty inserting a guidewire into the proximal end of the left ventricular (lv) lead lumen. Multiple wires were attempted. Eventually, the lead was flushed and a wire able to pass, but the physician was not comfortable using the lead. The lead was not implanted and a different lead was utilized without incident. No patient complications have been reported as a result of this event.